Event description:
It was reported that removal difficulties occurred. An otw green fil w/flexcarrier was advanced and the filter deployed in the correct location. The wire malfunctioned while inside the patient resulting in the physician encountering difficulty retrieving the wire. No patient complications were reported and the patient's current status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination revealed only the guide wire and hoop were returned. The proximal end of the wire was visibly stretched and was extending outside the hoop. The core wire of the returned guide wire was visible due to the wire unravelling around the core wire. The guide wire was easily removed from the hoop by extracting the proximal end from the hoop. The middle and distal sections of the guide wire were analysed and no anomalies were discovered. The guide wire tip was microscopically examined and no issues were noted. The stretched section at the proximal end of the guide wire was microscopically examined and dried blood is visibly present on the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. An otw green fil w/flex carrier was advanced and the filter deployed in the correct location. The wire malfunctioned while inside the patient resulting in the physician encountering difficulty retrieving the wire. No patient complications were reported and the patient's current status is fine.